Event description:
A female patient reported experiencing a "bad eye infection white spots in one eye and pink in the other eye" while using renu with moistureloc multi-purpose solution. The patient was referred by her optician to an ophthalmologist. According to her ophthalmologist, in 2006, the patient was diagnosed with a corneal infiltrate in the left eye with contact lens overwear in both eyes. The ophthalmologist indicated that a fungal infection was starting and she was subsequently prescribed tobradex ophthalmic suspension (four times daily). The patient was also urged to discontinue renu with moistureloc mutli-purpose solution due to the reports of fungal infections. The outcome is unknown since the patient did not show up for a follow-up visit and did not re-schedule. The ophthalmologist did not attribute this event directly related to a specific product. According to the patient's optical shop, eleven days later, the patient came in to pick up a new order of contact lenses and said her eyes were sore, irritated and red. She was advised to discontinue use of renu with moistureloc multi-purpose solution and to schedule an appointment if her symptoms persisted. No further information was available.

Manufacturer narrative:
Bausch and lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met critera. Product retain sample testing was complete where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative of risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.